Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is the sample available to be returned for evaluation? Yes. Additional information was requested, and the following was unavailable: could you please provide the lot number? Was procedure completed successfully? How? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an rsc surgery on (B)(6) 2021 and suture was used. When using for vaginal stump to mesh fixation by interrupted suturing with robotic operation, the needle became detached from the suture during single ligature. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6)2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one empty opened foil, an empty folder, a needle/suture piece, a suture piece and a detached needle were received for evaluation. The product code is double armed and on the detached needle, the swage and attachment area was noted to be as expected, marks by use of a surgical instrument could be noted. The suture piece was examined and there is enough impression and insertion at the swage mark on the suture end, body fluids could be observed, and the force used to pulling the strand from the needle could not be determined. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported complaint.